Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a review of the black box showed no unexplained power on resets. The black box showed loss of primes related to a cartridge change, and deliveries were resumed. The battery compartment was cracked below the bumper pad. The battery cap was not returned. No moisture/corrosion was found in the battery compartment. The test battery cap fully attached to the pump and powered it on. The pump was run for 24 hours and no power interruptions were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within range. The pump cover was removed to find no evidence of moisture or damage to the power circuit. Unrelated to the original complaint, the display had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 380 mg/dl and associated symptoms of polydipsia and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the adverse event was associated with an intermittent power issue with the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged intermittent power issue.